Event description:
On (B)(6) 2016 ,the lay user/patient contacted lifescan (lfs) alleging an issue with the meter settings of her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter settings issue began on (B)(6) 2016 at 5pm. It is unknown what medications (if any) the patient takes to manage her diabetes, and it is also unknown whether the patient made any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of passed out an unspecified amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure as it was the patient's first use of the device, and the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.